Event description:
Claim letter received. Patient was revised due to failed total right hip replacement. Both surgeries were performed at hospital for special surgery in nyc. Doi: (B)(6) 2019. Dor: (B)(6) 2021. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was reported that patient complained of squeaking, sharp pain, and discomfort. The patient was then revised, operative notes reported that there was black viscous fluid consistent with metal debris. There was notable metal transfer in a striped pattern on the femoral head. The poly liner was removed and the wear pattern was consistent with impingement in an extended and externally rotated femoral position. Patient taking eliquis for a month to prevent blood clots as she had suffered blood clot form initial surgery. The squeaking noise and pain was from the femoral head rubbing directly against the acetabular shell.